Event description:
It was reported that during the implant procedure, the left ventricular lead became stuck in the introducer. Proximal portion of the lead got stuck in the sheath and the friction pulled the lead out. The guidewire could no longer be inserted in the lead to reposition. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).